Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Event description:
It was reported a merlin transmission revealed a gradual increase in pacing lead impedance. Upon interrogation in clinic an increase in capture threshold was also noted. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description: a partial lead with the connector pin measuring 17.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
New information received states that during lead revision, lead dislodgment was suspected. The lead was explanted when repositioning was unsuccessful. The patient condition was fine during and after the event.